Event description:
It was reported to boston scientific corporation that a gold probe device was used during an esophagogastroduodenoscopy (egd) performed on (B)(6), 2010. According to the complainant, the patient was being treated for an actively bleeding ulcer within the stomach. The gold probe device was positioned within the patient's stomach; however the device would not cauterize the site. The gold probe was used in conjunction with an adapter cable and it was reported that a competitor's generator was used in the procedure. A second gold probe device was used with the same adapter cable to complete the procedure without complications. It was also reported that the bleeding event was not exacerbated by the delay in the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The complainant indicated that the device was disposed of and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.